Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller fault was not confirmed, the system controller was not returned and a log file was not submitted for review. Per information received from the account, the patient had a controller exchange and was retained by hospital. To the date, the system controller (B)(6) is unavailable for evaluation and this complaint file will be closed with no further actions. If the controller is returned at a later time, the complaint will be re-opened. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including yellow wrench alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook section 2 entitled ¿how your pump works¿ addresses how to safely remove and insert the driveline without any issues. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 27jul2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed via the submitted log file analysis. The submitted log file contained approximately 10 days ((B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). The log file captured a controller fault alarm due to a backup battery test circuit fault on (B)(6) 2021 at 10:43:49 and remained active until the end of the event data. The backup battery test circuit fault activated due to the unloaded backup battery voltage being measured above the acceptable voltage. No other notable alarms related to the system controller operation were observed in the log file. The system controller (B)(6) was not returned for analysis. As a result, the root cause of the reported event could not be conclusively determined through this analysis. Per the customer information, the controller fault alarm was resolved after the controller exchange, and no product will be returned for analysis as it has been disposed of. No further information related to the reported event was provided. As the system controller (B)(6) will not be returning for further analysis, this complaint file will be closed with no further action. Heartmate 3 instructions for use section 2 ¿ "system operations" explains how to replace the system controller backup battery, and how to replace the system controller. Section 5, ¿surgical procedures¿, also explains how to install the backup battery in the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a system controller fault at home. The controller was exchanged in a follow up clinic visit.